Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Difficulty with interrogating the device was reported. Review of a past merlin.net transmission revealed that the device had reached eri prematurely. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.